Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k number: k923607, k926214. H4: device manufacture date: unknown due to unknown lot number. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. (Cause of occurrence/conclusion) since the lot# was unknown, the manufacturing record and the shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. " terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the coating of the guidewire (model: rfgs35153m) was found to be retained within the patient's kidney based on post-operative x-ray findings. In percutaneous nephrolithotomy (pcnl) for full staghorn stone, after needle puncture, the terumo guidewire was inserted for pcnl tract creation. In view of full staghorn stone and limited space between stone and collecting system, the guidewire was manipulated several times within metal needle before able to coil around stone. The ems swiss lithoclast trilogy was applied in the vicinity of the guidewire during the procedure, and the metal needle used was a chiba biopsy needle (18g × 20cm, argon medical devices). The coating of the guidewire was found to be retained within the patient's kidney. The procedure outcome was not reported. The patient was not harmed.